Event description:
Report received from (B)(6) stating that the experienced "heat". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).